Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed a high glucose alert when the luer connector and tubing were not aligned and the infusion set connection was loose, resulting in hyperglycemia with a reported glucose of 340 mg/dl; the user replaced the luer connector and infusion set, verified insulin drops during loading, filled the cannula, and resumed insulin delivery, later noting a further rise after consuming a sugary drink with a corresponding meal announcement. Symptoms included elevated blood glucose. Outcomes included recovery to a reported glucose of 124 mg/dl and resolution of alerts by the next morning. Investigation included user troubleshooting, education on proper connection technique, and follow-up monitoring. Investigation of this case revealed that the infusion set connector was not attached correctly, leading to interrupted insulin delivery until the set and connector were replaced and secured. It was concluded that the event was attributable to improper infusion set connection, with device function restored after correction.